Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Based on the clinical description that the md could not cross the valve with the impella, the root cause of the delivery issue was likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, an impella cp delivery issues. After several attempts to cross the valve the physician decided to abort the impella insertion. No harm done to the patient.